Event description:
A male was admitted in 2008, status post chemotherapy for elective thoracotomy and vertebrectomy with on bloc resection of t9, t10, t11 vertebrae for high grade sarcoma with placement of stryker expandable titanium cage device. Two planned surgeries took place on admission and the next day. The pt went to ICU, did well postoperatively. At 4 days post-op, the pt was transferred out of ICU to the floor. His chest tube was pulled at 5 pm with an order for a chest xray in the am. In the next day, shortly after 1 am the pt was in his pt room working on his computer. The pt sustained a cardiac arrest at 3 am, with a presenting rhythm of pea, was intubated, given some pharmacological agents and after an 11 minute code the pt was pronounced dead. Preliminary autopsy report revealed the vertebral cage titanium prosthesis appropriately positioned, with a periaortic/retroperitoneal hematoma with dissection into right and left pleural cavities, 2400 cc hemothorax right side, 400 cc left side. The pt's family requested the autopsy. See scanned page.